Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Set is leaking resulting in leaking.

Manufacturer narrative:
Four (4) used samples were sent by the customer and one (1) unopened sample for investigation. The unopened sample was opened, and saline was pushed through all of the tubing lines of the extension set. There was no indication of leaks anywhere on the set as saline exited through the designated outlets. This was repeated through the other four (4) used samples. Two (2) of the used samples had tubing pinched from the slide clamp being used for an extended time, the line was pinched shut and saline could not be pushed through the entire set to test for leaks. Leaking was confirmed in the other 2 of the used samples. The complaint could not be confirmed in the unopened sample however, the photos of bubbling liquid from the used samples confirmed the leaking from the filter port. This leaking was coming from the airport and no cracks were observed. Used samples were sent in individual baggies, some of which were labeled with dates as can be seen in the photo. The dates listed as well as the report made to a vygon distributor were all dated long after the expiration date. The expiration date for this lot was 2/28/22 and the label on the baggie was 10/6, the report made to a distributor /sales rep was made on 12/01/22. We reached out to the customer to get the exact date the failure occurred however the reporting mmd does not know when the failure(s) occurred and cannot ascertain from end users, so we are utilizing the date labeled on the bags containing the sample as the date used. This date was about 7 months after the products expiration date. The expiry date on the unopened sample was reviewed and it is easily readable. There are no print issues that impede the user's ability to read the expiry date. Root cause: the root cause for this complaint is user error because the product was used passed the set expiration date. Products should not be used past the expiration date as this date is set based on the expiration date of all of the components in the set as well as the shelf life for the sterile barrier packaging. Corrective action: after an investigation it was determined that the failed samples were most likely used after the expiration date printed on the device and therefore the root cause is user error. Vygon recommends removing and discontinuing use of this product lot immediately.

Event description:
Set is leaking resulting in leaking.